Manufacturer narrative:
The locking screw 5.xx st hex (part # 213.334s, lot # 5l71536) was received at us cq. Upon visual inspection, it was noticed that the screw threads were stripped. No other issues were identified with the returned components of the device. The complaint condition is confirmed as the screw threads are stripped. No definitive root cause could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 213.334s. Lot: 5l71536. Manufacturing site: (B)(4). Release to warehouse date: 22 august 2019. Expiration date: 01 august 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a rupture of the screw was reported. It is unknown when this occurred. A revision procedure was performed on an unknown date. No further information available. This report is for one (1) lockscr ø5 self-tap l34 sst. This is report 1 of 1 for (B)(4).